Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, upon sensor removal the patient alleged the sensor wire was missing from the sensor pod and remained in the skin. On thursday on (B)(6) 2025, the patient consulted a physician who performed minor exploratory surgery and made an incision at the insertion site to check if the sensor wire remained in the skin. However, the physician was unable to locate the wire in the skin, closed the incision with stitches, and applied a bandage. The patient stated he applied an unspecified antibiotic ointment for post-surgical incision care and did not report further medical intervention. At the time of the report, he was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.